Event description:
A blood culture vial was broken in the bactec blood culture instrument. While removing the broken vial from the instrument, an employee splashed blood in her eye. The employee received medical attention through the ER and employee services.

Manufacturer narrative:
The broken vial was located in the top of the bactec in a 2 tier instrument set up. Lab personnel were wearing labcoats and gloves but no eye protection while removing the broken vial. The employee's eye was flushed and no add'l prophylaxis was administered. No investigation regarding the bottle was conducted due to the inability to retrieve the lot number of the broken bactec blood culture vial. Bd will continue to monitor this type of issue.